Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the blade broke in half. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner shaft broke 0.570¿ from the distal face of the inner hub which would have resulted in the reported malfunction. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area consistent with aggressive use. There was also deformation of the front hub (corresponding to the proximal end of the tube) and a bend in the outer tube (just distal to the front hub) in the direction of pressure. If information is provided in the future, a supplemental report will be issued.